Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer was swimming. Customer stated that the display was not blank less than 30 seconds or did not return. Customer stated that the contacts on the battery cap and battery compartment were neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Display did returned after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.